Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood (bg) levels (200-371 mg/dl) and the cause was not known. Exercise was performed to address the high bg. The current bg was 88 mg/dl. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.